Manufacturer narrative:
Concomitant product: baxter 1000ml bag ndc 0338-0117-04, lot yo15644, exp 09/17, lactated ringer's injection usp, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an unspecified medication was connected to a primary infusion set of lactated ringers and magnesium sulfate when the patient noted bleeding at the connection port. The rn noted a small amount of blood leaked from the primary port valve where it was connected to the secondary pca set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. During visual inspection it was noted that the vinyl tubing from the pca set was completely separated from the pca y-site. Inspection under magnification indicated that there was no bonding solvent applied at the end of the tubing that was separated from the y-site. Functional testing was not performed due to the separation. Dimensional testing was performed and the vinyl tubing was within specifications. The root cause of the leak was a manufacturing issue of insufficient solvent being applied at the junction of the vinyl tubing and the y-site.

Event description:
Additional information: the customer reported that the valve at a port was missing and the patient was bleeding from that port.